Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the issue was undetermined, there were no error messages on their interrogation on (B)(6) 2019. No actions or interventions were taken. The patient had an appointment with the hcp on (B)(6) 2019 and on the interrogation there was no eri. The dbs device was functioning as expected. The issue was resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient couldn't charge the ins because they were seeing an error message. The caller stated the error message was eri. The patient was alleging a dissatisfaction with the ins longevity. There were no further complications reported.